Manufacturer narrative:
The device was not returned and additional information regarding the event was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history trend analysis and direction for use review were considered acceptable, with the product performing with anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
Reportedly, during the intraocular lens (iol) implant procedure in the left eye the injector plunger shot forward when in the eye and there was a posterior capsule (pc) tear. The procedure was completed with another iol with the same model and power. The patient was provided with the glaucoma protocol. Additional treatment was not required. Additional information is not available.